Event description:
Report received of an unrestricted flow. The pump was returned to the biomedical engineering department with an unsigned note that stated, "c has error code 63-1." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing by the user facility, the biomedical engineer repported that "channel a had a broken door wheel." After the tubing cassette was loaded and the door closed, the biomedical engineer noted "drops were dripping in the drip chamber and fluid was coming out of the distal end of the tubing set." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.